Event description:
It was reported that the reservoir and infusion set had air bubbles. The customer stated that she had constant problems with getting air bubbles, noting that the most recent event had one of the largest bubbles. She described the size of the bubble as 1.75 inches in diameter. She did not know the blood glucose reading. She stated that the bubble had started at the reservoir, then moved toward the quick release about 10 inches away from it. She reported that reservoir had been rewound in place, which she was advised against. During troubleshooting, the insulin pump alarmed no delivery, indicating detection of the blockage. She noted that the tubing connector attached to the reservoir seemed crooked. She was unable to push insulin through with the plunger. She was assisted with resolving this issue. She noted that she had high blood glucose occasionally because she is brittle. The air bubbles did not persist after an infusion set and reservoir change. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.